Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced sample leakage. The following information was provided by the initial reporter. The customer stated: it was reported that tube leaked. Biological substance safety issue. Potential risk to staff. Sample volume contained to biohazard bag however had the bag leaked there could have been risk to contamination of pneumatic tube system. Patient needed to be recollected.

Manufacturer narrative:
Medical device expiration date: unknown. Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Medical device expiration date: unknown. Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced sample leakage. The following information was provided by the initial reporter. The customer stated: it was reported that tube leaked. Biological substance safety issue. Potential risk to staff. Sample volume contained to biohazard bag however had the bag leaked there could have been risk to contamination of pneumatic tube system. Patient needed to be recollected.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced sample leakage. The following information was provided by the initial reporter. The customer stated: it was reported that tube leaked. Biological substance safety issue. Potential risk to staff. Sample volume contained to biohazard bag however had the bag leaked there could have been risk to contamination of pneumatic tube system. Patient needed to be recollected.

Manufacturer narrative:
H6: investigation summary: bd received 1 photo from the customer in support of this complaint. The visual evaluation of the photo confirmed the presence of a leakage as the hemogard closure assembly is detached from the tube and blood can be seen on the outside of the tube. Bd was able to confirm the customer¿s indicated failure mode with the photo that was returned. The exact cause of the failure mode could not be determined. The reported lot number is incomplete; therefore, retention samples testing could not be performed and device history records could not be reviewed.